Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the pump became noticeably hot to the touch after the patient had been swimming. After swimming, a cs alarm was emitted and the pump display went blank, and then the reporter changed the battery. When the new battery was placed in the pump, the pump became noticeably hot to the touch, therefore, pump was discontinued at this time. The pump has since cooled. The battery never felt hot, only the pump. The reporter notes that when the pump was hot she could smell insulin. There is no evidence of moisture inside the cartridge compartment. The insulin remains in the cartridge with no evidence of leaking. The luer lock is secure and there is reportedly no visible damage to cartridge. The reporter cannot identify from where the smell was coming and states only that the smell is not as strong at this time now that pump has cooled. There is no evidence of moisture or corrosion inside the battery compartment. The battery cap is secure/intact and there are no cracks reported in the pump case. The reporter also reports the display is cloudy at this time, indicating moisture inside the pump. The patient has been disconnected from pump and is on a backup plan. There is no reported adverse event associated with this complaint. This complaint is being reported because of the allegation that the pump overheated.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the pump would not power on and the pump information was not able to be downloaded. The temperature complaint was not able to be investigated due to the inability of the pump to power on. Moisture damage prevented sufficient investigation.